Manufacturer narrative:
Manufacture date: (B)(4) 2017 - (B)(4) 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the sample was contaminated with blood. The sample was not able to be further evaluated due to its condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set leaked vancomycin onto the floor from a hole in the tubing. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.